Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that left ventricular (lv) lead was part of a system revision due to exhibiting high pacing thresholds. Surgical intervention was needed to resolve the issue and the lead was explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. Resistance measurement test was performed to assess lead electrical performance and returned lead segments passed continuity test. Visual inspection performed and no anomalies found. Laboratory testing was unable to reproduce the reported observations and detailed analysis did not reveal any abnormalities.